Event description:
It was reported that a self-test was performed while the system monitor was attached to the power module. After the self-test the power display was no longer showing and the only image on the screen was speed, flow, pi and settings options. The nurse pressed the bottom of the system monitor screen that was blank, and the pump alarmed that it had stopped. The nurse touched the same spot again and the pump turned back on. The patient tolerated the event and had no adverse effects due to the pump stop. The log files noted that there was an intentional pump stop that indicated that the system monitor sent the command to the system controller. The system monitor was removed, and a different system monitor was connected with no further issues.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of the system monitor having display issues which resulted in an intentional pump stop was not confirmed. The heartmate system monitor (serial number (B)(6)) was not returned for analysis; however, a log file was submitted. The submitted controller event log file contained data spanning approximately 1 day ((B)(6) 2023 ¿ (B)(6) 2023 per the timestamp). Additionally, there were no photos, videos, or any other supporting documentation that would indicate an issue with the system monitor. The system monitor was sent to the hospital biomed for further testing, no further issues have been reported and the unit will not be returned for evaluation. The root cause of the reported event could not be conclusively determined through this analysis. Although the system monitor was not returned for evaluation, a corrective and preventative action (CAPA) was opened to further investigate issues related to the system monitor atypical screen behavior. The device is included in the system monitor atypical screen behavior advisory issued by abbott on 08 may 2024. The device history records were reviewed and the records revealed the heartmate system monitor (serial#: (B)(6)) was manufactured in accordance with manufacturing and quality assurance specifications. Heartmate 3 instructions for use (IFU) (rev. C) section 4, entitled ¿system monitor¿, explains the operation of the system monitor, including the information displayed on the various system monitor screens. Heartmate power module instructions for use (IFU) (rev. B) section 2.5, entitled ¿setting up the system monitor for use with the power module¿, and the heartmate 3 IFU (rev. C) section 4, entitled ¿system monitor¿, instructs the user on how to setup and use the system monitor with the heartmate power module. Heartmate 3 patient handbook (rev. D) cautions users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.